Event description:
Procedure type: gynecology. According to the reporter: in use for lap excision of lesion of uterus, tip of needle would not return to original position. Used another device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Operative time not extended more than 30 minutes. No patient information available.

Manufacturer narrative:
(B) (4).